Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.25 x 38mm synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, the stent got dislodged when the physician removed the hoop. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis on a product mandrel. A visual examination of the crimped stent found the stent damaged with struts distorted, stretched and lifted from the stent profile. The first 12 rows of the stent at one end were intact. The product stent protector was returned for analysis with the device and the inner diameter measured within specification. The stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.25 x 38mm synergy&#10244;rug-eluting stent was selected for use to treat the lesion. However, during preparation, the stent got dislodged when the physician removed the hoop. No patient complications were reported and the patient's status was good.